Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient sample tested for cancer antigen 15-3 (ca 15-3 ii) and carbohydrate antigen 19-9 (ca 19-9). The erroneous results were reported outside of the laboratory. This medwatch will cover ca 19-9. Refer to medwatch with (B)(6) for information on the ca 15-3 ii erroneous results. The initial ca 15-3 result from the e601 analyzer was 289.4 u/ml. The sample was repeated on the e601 analyzer on (B)(6) 2016 and the result was 276 u/ml. The sample was repeated at a different laboratory on an abbott instrument and the result was 193.7 (unit of measure not provided). The initial ca 19-9 result from the e601 analyzer was 393.54 u/ml. The sample was repeated on the e601 analyzer on (B)(6) 2016 and the result was 391.7 u/ml. The sample was repeated at a different laboratory on an abbott instrument and the result was 962.3 (unit of measure not provided). It is not known if an adverse event occurred. No adverse event was reported. The e601 analyzer serial number (B)(4).

Manufacturer narrative:
Based on the information provided, it was noted that if the patient belongs to the lewis a-negative/b-negative blood group, the ca 19-9 results may not be correct. A specific root cause could not be identified, however, it is known that different ca 19-9 assays can produce different results. This is covered in product labeling. It is also possible that there is an interference in the sample that could affect results when testing with different assays. It was noted that the customer now believes that the roche results were correct based on an external quality survey that produced optimal results. No further information will be provided by the customer.